Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer delivered a manual injection and bolus to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated the infusion set was changed prior to contacting cts. The customer stated elevated bg's could possibly be due to clinical diabetes specialist (cds) changing basal rates. A recommendation was made for the customer to contact the healthcare provider and cds to discuss factors that may affect bg level.